Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the vascular damage- peripheral vessel issues has been completed since the original report was filed. According to the clinical details, bleeding was reported after the removal of the peel away sheath and the use of perclose sutures, necessitating surgery to achieve hemostasis. The patient had a known peripheral artery disease (pad) condition. The cause of the vascular damage issue was most likely patient condition related to small vessel, based on given clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. When the impella was weaned, explanted and attempting to post-close the site with the pre-close sutures, the physician had difficulty with hemostasis and elected to add an 8fr angio-seal. Physician believes that the pre-closed sutures snapped while attempting to deliver the 8fr angio-seal. The decision was made to stabilize the patient using contralateral access (pci site) to balloon tamponade and upsize sheath on the left femoral artery (lfa). Patient received x2 units packed red blood cells and intubated. The patient was brought to the operation room for vascular repair.